Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker. Implant came out while impression taking. 1 of 4 placed implants.